Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit was implanted on (B)(6) 2015. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; perineum pain; thigh pain; other pain: lower abdominal pain before and after constipation; painful intercourse; inability to have intercourse; difficulties with bowel motions; recurrent incontinence; aggravated incontinence; psychiatric injury. Nonsurgical treatments: on (B)(6) 2016 the patient commenced pain medication: targin and endone for the treatment of: to treat left groin, lower back pain, vaginal pain, pelvic pain, lower abdomen pain. Treatment duration: 5 years. On (B)(6) 2017 the patient commenced incontinence medication: ural for the treatment of: recurrent urinary infections. Treatment duration: 3.5 years. On (B)(6) 1991 the patient commenced psychological medication: hormone treatment for the treatment of: pms (worsened after impacts of implant). Treatment duration: 28 years (ceased in 2019). On (B)(6) 2015 the patient commenced other medication (please specify): antibiotics for the treatment of: thrush and utis. Treatment duration: on and off since 2015 up to a couple of years ago. On (B)(6) 2015 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: to help with incontinence, infections and pain. Treatment duration: 2 months. On (B)(6) 2015 the patient commenced other (please specify) for the treatment of: to treat recurrent/aggravated incontinence. Treatment duration: 6 years (but was using them prior to implant).